Event description:
A physician attempted an arteriotomy closure using the starclose device. Upon removal of the starclose device from the pt, the physician observed the starclose clip remained attached to the end of the shaft. Closure was achieved with digital compression. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the clip captured in the distal end of the device. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."